Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection with an abscess at the site. Tooth #20.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection with an abscess at the site. Tooth #20.